Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, the permanent cautery hook instrument came apart. The customer stated that the broken pieces were retrieved during the same procedure. The procedure was completed as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive has received the permanent cautery hook associated with this complaint and completed investigations. Failure analysis found the primary failure of instrument distal clevis broken to be related to the customer reported complaint. During the visual inspection, the instrument was found to have a broke distal clevis on both sides of the ears of the clevis. The broken piece was returned with the instrument. Clevis does not show abrasions or scratches on the outer surface.

Event description:
Refer to h10/h11 for follow-up information.